Event description:
The customer reported the ventilator restarted while in use on a pt. The customer reported the ventilator did alarm and there was no pt harm. The respironics field svc tech reported he was unable to duplicate the customer reported. The svc tech verified a diagnostic code in the ventilator log history that indicated a ventilator restart. Extended self testing (est) was performed and all tests passed per operating specs.

Manufacturer narrative:
Na